Event description:
It was reported the pt experienced 1 liter blood loss during the procedure to implant an excluder bifurcated endoprosthesis. According to the clinician, the blood loss was a result of extended procedure time because of pt anatomy. Blood loss occurred at the valve of the sheath. The device was discarded by the hosp.